Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump continued to alarm every three minutes after confirming a low cartridge warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/24/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/02/2016 with the following findings: a review of the pump¿s black box showed data and histories for the event have been overwritten due to continued use of the pump. Five low cartridge warnings were observed in the available alarm history; no alarms were recorded three minutes after the low cartridge warnings. The pump was returned with the low cartridge warning level set to 20 u. During investigation, a low cartridge warning was reproduced for testing purposes. After confirming the warning and waiting three minutes, no other alarms were emitted. The complaint of a history settings issue was unable to be duplicated; the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.